Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. Customer declined to troubleshoot the issue with tandem technical support; therefore no additional information was obtained. There was no adverse impact to the customer's blood glucose level.